Event description:
Reportedly, patient expired approximately after an implant duration of 0.23 months, (in 2007, after an implant date of a week before) due to unknown reasons. Unknown if patient death is device related.

Manufacturer narrative:
Device not returned.